Event description:
It was reported the customer was hospitalized for high blood glucose. Date of admission was (B)(6) 2014. Blood glucose at the time of admission was 540 mg/dl. Customer stated their blood glucose had been slowly rising for a weeks prior to the hospitalization. It was found the customer was hospitalized for with severe diabetes ketoacidosis and ketones. Customer stated they were hospitalized for a week where they were treated with shots of insulin. The customer also reported they had insulin antibodies. The customer was wearing their insulin pump at the time of hospitalization. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).